Event description:
It was reported during a therapeutic hysteroscopic surgery, during the first use of the high frequency resection electrode, the loop suddenly broke and was left in the uterine cavity and could not be removed. The rigid endoscope telescope that was being used had an unclear lens and due to the small size of the residue, it was impossible to look for the remnants of the loop. It was taken into consideration that the patient would develop electrolyte disorders and cerebral edema if she was perfused with balanced fluids for a long period of time. Therefore, the procedure was not completed and radiology was requested to perform abdominal plain films. No loop remnant were found on x-ray. Eventually, the fallen loop part was found in the uterine lavage fluid. There was no follow-up procedure required for completion of therapeutic outcome, no delay in critical diagnosis, and no delay in critical treatment requiring additional intervention. There was no reported patient impact or health damage, and the patient had since been discharged from the hospital.

Manufacturer narrative:
E1/establishment name: (B)(6) hospital. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This report is related to the following patient identifier: (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reported event occurred due to wear and tear. However, the subject device was not returned, and the root cause of the reported event could not be determined. Olympus will continue to monitor field performance for this device.